Event description:
A hemodialysis inpatient user facility reported during treatment a blood leak occurred. The leak was visually observed to be an external leak located at the arterial cap site. The machine not alarmed. Test strips were not used to confirm the leak. Estimated blood loss was 1cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturing records was conducted by the manufacturer. There was no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.